Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, approximately 5 months post-implant, the patient expired due to a driveline infection. There was no indication of a pump pocket infection. It was reported that the patient was non-compliant with anticoagulation and antibiotic medications and the hospital team elected not to perform any intervention. No further information was provided.